Manufacturer narrative:
Despite three follow-up attempts, the customer did not provide the product information or returned the suspected device for evaluation. Therefore, an in-house testing could not be performed and a device history record could not be reviewed. The usage of device has been updated in section h8. Gudid information does not exist, as the customer did not provide the product information.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. No product information was provided. Therefore, no information was captured in section d4 (model #, lot # and expiration date), and the UDI # and the device manufacture date (h4) could not be determined.

Event description:
An advocate called on behalf of the customer to report that at 3:30 p.m., the customer performed more than usual number of blood glucose tests with the contour® meter and the readings were not in agreement with the customer's symptoms of hyperglycemia. No specific readings or symptom details were provided. At 8:45 p.m., the customer hit his head on the corner of a nightstand and gashed his head. The advocate called an ambulance and the customer was taken to the hospital. While in the hospital, the doctor tested the customer's blood glucose with the hospital's meter and obtained a reading of 763 mg/dl, while the readings on the contour® meter were 112 mg/dl, 181 mg/dl and 67 mg/dl. The advocate was informed by the doctor that the customer had diabetic coma. The doctor stitched the customer's head with 8 stitches and gave him 25 units of fast acting insulin. On (B)(6) 2024, the customer came out of coma and was responsive. The customer was also tested for heart, brain, lungs, kidney and liver functions, which all resulted negative for any damage. The customer was hospitalized for 7 days. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.